Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley near the grip cable crimp location. The electrical continuity test was performed and passed. The complaint regarding burns on the instrument was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) had brown spots on the front of the instrument, looks like burns caused by electricity. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: damage on the instrument was identified in central processing before reprocessing. No damages were identified in the operating room or during the operation, but the instrument was not specifically inspected. There was no known injury to the patient. The instrument was sent for evaluation, but no photographic images or video recordings are available for review.